Event description:
Discordant, falsely low sodium (na) results were obtained on thirteen patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. Sample (B)(6) was repeated on the same instrument, resulting lower than the initial result. All the samples were repeated on an alternate dimension vista instrument, resulting higher than the initial results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and discovered that there was a data unstable error on the integrated multi-sensor technology (imt) module due to imprecision of the millivolts readings. The cse replaced the pogo pin and the rotary valve gasket of the imt module. The cse auto-aligned the imt module and the imt probe. The cse ran a rotary valve leak test and performed a single quick check, which passed. The cse also calibrated the imt module three times, which were within acceptable ranges. The cse ran a dilution check, which failed for the first time but passed when it was rerun. The cse also ran the patient samples for sodium and potassium in replicates of two, which aligned with the results obtained on an alternate dimension vista instrument. The cause of discordant, falsely low na results on thirteen patient samples was related to the imprecision of the millivolts readings. The instrument is performing according to specifications. No further evaluation of the device is required.